Manufacturer narrative:
The in-situ plate cutter was returned, and it was found that its spring is missing. A possible root cause for the loosening of the spring could have been too wide opening of the device as the spring is held by a ring groove that surrounds a pin in the arms. Therefore, extensive opening of the device can result in a detachment of the spring, as the spring was not returned it could not be examined. Furthermore, a 1.0mm facial ID plate itself was cut with the in-situ plate cutter under complaint, but since the thickness of the plate is higher than the restricted cutting height (0.6mm) of the in-situ plate cutter, the cutter has been used off label. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported by a company representative that during the surgical procedure, the in-situ plate cutter broke while cutting a plate.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during the surgical procedure, the in-situ plate cutter broke while cutting a plate.